Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the slack bending section cover, the cause was traced to stress. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a slack at the bending section cover was observed. There was no patient involvement.